Event description:
Facility emergency medical technician's connected the device to a pt described as in full arrest. The device rendered a shock decision and started to charge. Reportedly, device power shut off before a charge ready state was reached. A spare battery was installed in the device but power again shut off. The pt was not resuscitated. The rptr stated that pt outcome was not affected by the reported discrepancy, due to a lack of pt viability.